Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer did not know if the blood glucose level was impacted. The customer removed and reinserted the cartridge. Insulin delivery was resumed.